Manufacturer narrative:
(B)(4). Upon follow up it was reported the antibiotic therapy was completed and the fluid was clear. On an unreported date, the patient was discharged from the hospital, was recovered from this peritonitis event and was ¿doing well¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and was treated with injection cefazolin (1g, frequency, route, and duration not reported), fluconazole (200mg oral three times per day, duration not reported), fortum (1g, intraperitoneal, frequency and duration not reported), and heparin (as needed, dose, route, and duration not reported) for peritonitis. The patient's recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.